Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. At the course of the procedure, it was noted that the balloon ruptured and was not able to cross the lesion due to the calcification. The procedure was completed with another of the same device. There were no patient complications and the patient was fine post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A similar complaint review for the complaint device batch (0037096517) was performed, and it was confirmed that to date (13-apr-2026) one additional complaint (tw 22092745) was identified from this batch for the allegation of catheter difficult to cross lesion and there were no similar complaints for the reported balloon material rupture. Following review, this does not constitute a trend which requires a manufacturing review to be performed. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as the complaint reported that the device failed to cross the lesion site due to calcification and it is most likely that as a result the balloon burst during the procedure. This conclusion code is based on the available information and the review conducted at the complaint investigation site.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. At the course of the procedure, it was noted that the balloon ruptured and was not able to cross the lesion due to the calcification. The procedure was completed with another of the same device. There were no patient complications and the patient was fine post procedure.